Manufacturer narrative:
Involved s5 was manufactured in 2023 and according to the analysis of the complaints database, no further events have been reported in the past. Based on the above facts and taking into account the investigation performed for similar events, the reported failure was traced to a defective shaft angle encoder. Wearing of electro-mechanical devices, that can be originated by the specific use conditions at customer's site, may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during priming, the screen of the s5 double roller pump 85 displayed the message: shaft angle encoder fault pump 5b. The error occurs after turning the encoder knob. There was no patient involvment.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the s5 double roller pump 85 the encoder has been replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.